Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up for recent device change out, noise was observed on stored episodes and real-time egm. The noise was reproducible with pocket manipulation. A header or set-screw issue was suspected. Programming changes were made. During a subsequent follow-up, noise was still seen on real-time egm. Pocket or lead revision was recommend. The patient decided on no intervention at this time and a follow-up has been scheduled. The patients condition was good.